Event description:
Reported as abdominal pain with port revision having taken place. Follow up communication with the doctor's office found that the port replacement was due to a leak in the port. Per office "pain was a result of this port malfunction".

Manufacturer narrative:
Taper I. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper I. The explanted port will not be returned to inamed so no analysis can be performed. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."